Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a bolus for 20 grams of carbohydrates and the pump delivered a bolus of 25 units. Reportedly, the customer alleged that based on the customer's correction factor settings, the pump should have calculated a bolus of 4 units. Tandem technical support reviewed the pump bolus history which showed that the customer overrode the bolus suggestion of 4 units, and manually programmed 25 units into the pump. The customer acknowledged that the bolus override had been entered by the user. Additionally, although requested, the customer declined to upload the pump data logs for a log review to performed by tandem technical support. At the time of the reported event, the customer's blood glucose level was 89 mg/dl. A follow-up to ensure the customer's bg levels remained within target range was declined by the customer.